Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. It was reported that the uninterruptible power supply (ups) of the viewing station of the imaging system would not power on. To resolve the reported issue, the ups was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect uninterruptible power supply (ups) was returned to the manufacturer for evaluation. Testing found that the original batteries would not hold a charge and failed load testing. When new batteries were installed, the unit functioned as designed. Indicating an electrical failure mode.

Event description:
A site representative reported that, while in a procedure, the viewing station of the imaging system was unable to power on after losing power briefly. Whether the line power light on the viewing station of the imaging system was illuminated or not was not provided. It was reported that the imaging system was functional and that a second medtronic imaging system was brought into the operating room (or) to complete the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.